Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend / family member via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that the patient was implanted in (B)(6) 2012. After the surgery, the patient began experiencing rejection so the implantable neurostimulator (ins) was explanted. The patient did not experience a 50% reduction in symptoms. It was stated that it is unknown what troubleshooting was performed. The cause and the date of onset of the event were also unknown. Additional information received two months later via a representative reported no implantable neurostimulator (ins) had been implanted in the patient. It was noted in the "course of surgery to damage the brain stem caused by coma." It was unclear what was meant and follow-up will be performed to clarify. It was also indicated there was no rejection involved and the physician had explanted the leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the device had been taken out and the consumer was reluctant to communicate. There were no further complications reported and/or anticipated.